Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5

Event description:
Customer called in to ask if there was a way to go into the pool with the insulin pump on. Her blood glucose value was over 500 mg/dl when she want swimming without her pump on. The customer was advised that the insulin pump is not waterproof and that there is no way to make it waterproof. No products were shipped or returned.